Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer reported that there was no delay in dispensing the medication, as they were able to obtain the medication from another location. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer was found the latch assembly was not functioning properly due to the magnet being dislodged from its position. Then the service engineer located the magnet and re-inserted into the latch assembly, restoring its proper function. The system functioned as intended after the field service engineer repaired the device.